Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 implantable pacing lead: (B)(6) 2012. C2tr01 implantable pulse generator: (B)(6) 2012. 5086mri45 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's system became infected and was explanted. The patient had a new temporary lead implanted to allow external pacing while the patient was treated with antibiotics. The system was replaced later. No further patient complications have been reported as a result of this event.